Event description:
A malfunction alarm was reported, displaying a malfunction code. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the customer with pump reset information and assisted in resetting the pump. After the reset, the malfunction code did not recur, and the customer was instructed to continue using the pump and to contact support if the issue reappeared.